Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome it was reported that on (B)(6) 2019, the patient saw an informational power on reset (por) message while driving. The por was not related not related to overdischarge nor was any information provided to suggest it occurred due to low voltage. The por was successfully cleared by the patient. They were able to turn their therapy on and was getting adequate therapy. No symptoms were reported. No further complications were reported or anticipated.